Manufacturer narrative:
Added h6 component code and conclusion code.

Manufacturer narrative:
Added g3/g4 for PMA/510(k) number and, h1/h2, h6.

Event description:
The following was reported to gore: on (B)(6)2021, the patient presented with an unknown etiology at an unknown anatomical location and underwent treatment utilizing a gore® excluder® conformable aaa endoprosthesis (cxt). The physician delivered the cxt device through an 18f dry seal sheath over a meier wire. The cxt device was fully deployed. Upon removal of the delivery system, the olive tip broke off, the physician successfully snared the olive tip and it was removed without further issue. The procedure was completed and the patient tolerated the procedure.

Manufacturer narrative:
Based on the findings from the evaluation, the condition of the returned device is consistent with the physician¿s observation that ¿upon removal of the delivery system, the olive tip broke off¿. Evidence of an insufficient bond between the leading tip and catheter was observed.